Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd arterial blood collection syringe, the device experienced insufficient blood flow through device from the difficult plunger movement. The following information was provided by the initial reporter. The customer stated: report of adverse event with gas syringe. 2. Female newborn: female newborn with a diagnosis of pnt (B)(6), risk of sepsis, metabolic rx, respiratory distress newborn with oxygen requirement for nasal CPAP, with indication of arterial gas control every 12 hours, who was punctured repeatedly, because the syringe does not allow the return of blood to advance more than 1 cc. There was a need for the application of magnesium sulfate compresses in ecchymosis caused by puncture when taking arterial gases.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd arterial blood collection syringe, the device experienced insufficient blood flow through device from the difficult plunger movement. The following information was provided by the initial reporter. The customer stated: report of adverse event with gas syringe. 2. Female newborn: female newborn with a diagnosis of pnt 32 weeks, risk of sepsis, metabolic rx, respiratory distress newborn with oxygen requirement for nasal CPAP, with indication of arterial gas control every 12 hours, who was punctured repeatedly, because the syringe does not allow the return of blood to advance more than 1 cc. There was a need for the application of magnesium sulfate compresses in ecchymosis caused by puncture when taking arterial gases.